Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a routine procedure for a short cephalomedullary femoral nail both the nail and lag screw were inserted. An attempt was made to insert the distal locking screw through the guide as shown in the technique; however, the guide did not allow for the drill to align correctly. Both the static and dynamic screw holes would not work. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned instrument noted scratches and scuff marks indicative of use. Fading is noted on the black handle. A cmm inspection was performed on the returned instrument and a review with development noted the product is in spec and should allow targeting the holes without any issues. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.